Event description:
Severe nose bleeds, so could not use my bipap therapy. I have severe obstructive apnea and central apnea as well. It took about 5 weeks for the raw sores to heal. I tried again, only to get new sores in my other nostril. My equipment is a philips dreammachine, which is on recall by philips. I haven't received my replacement yet. I have not been notified as to when I might expect it. Yes, I'm wondering if the foam particles are causing this problem. FDA safety report ID# (B)(4).